Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance. The lead was not used and replaced. The patient was discharged